Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform self-test, a21 error test and displacement test or verify a21 alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and buttons were unresponsive. The customer¿s blood glucose level was 300 mg/dl. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that temp basal was not programmed before the alarm occurred. The customer was reported that the alarm was occurred shortly after inserting a new battery. Customer was advised to remove the current battery from the insulin pump and insert a new battery and insulin pump alarmed unexpected restart alarm. The customer was advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump and continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.